Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. (No problem found) the evaluation did not identify any issues relevant to the reported event.

Event description:
On (B)(6) 2022, it was reported by a arthrex employee via sems that a ar-8332h hand controls motor rotation is unstable. The device is also producing a sound which is believed to be rubbing of the gears, and overheating in the ocs mode. An "hc shaver error 220" is displaying on the screen. This occurred during an unknown time, with no patient effect reported.